Event description:
A patient experiencing inaccurate low results with a fasttake meter. The patient's blood glucose results were 13.2 mmol versus 19.0 mmol meter to lab. Tests were done within 10 minutes with a difference of 30%. Patient did not experience any adverse events. No further information has been reported.